Manufacturer narrative:
(B)(4).

Event description:
It was reported that an out of range high voltage lead impedance was noted on rv to can vector. Lead testing via pc shock or lead monitoring was suggested. Further actions will be discussed with the physician. No further information is available.